Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, undersensing on atrial lead was observed. Atrial lead was pacing intermittently in ventricle and there were few high ventricular rate episodes since implant. Between 7th-13th march 2018, there were many auto mode switching episodes with far-r wave oversensing and p-waves were diminishing. Device was reprogrammed. Chest x-ray revealed atrial lead dislodgement. Patient was stable throughout and will be scheduled for lead replacement.

Manufacturer narrative:
Correction: 'serious injury' should have been selected in follow-up number 1 of manufacturer report number 2938836-2018-08016.

Event description:
New information received notes that the lead was explanted and replaced on (B)(6) 2018. Patient was stable post-procedure.